Event description:
The pt was implanted with a left ventricular assist device approx 10 months ago. The pt noticed black urine in 2009 and informed the clinic. The pt was hospitalized the following day, and monitored until pump exchange a week later. Examinations showed increased hemolysis parameters (ldh <6000 u/I; plasma free hb <1000 u/I) and loss of hb every day. Echo showed slightly increased lv diameter, aov opening some times, but good flow towards the inflow cannula. The clinic decided to exchange pump the same day, and during pump inspection post explanation at the clinic a thrombus formation around inflow stator was noted. The pt is hemodynamically stable in ICU and recovering post pump exchange.

Manufacturer narrative:
The pt remains on lvad support with the replacement pump. The MFR is attempting to acquire the explanted device for further evaluation. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.